Event description:
It was reported that a patient underwent a cardiac ablation procedure with a navistar and the patient experienced 1st degree heart block / myocardial edema that required medication. Patient left 4 hours after procedure against medical advice. The patient came back a few days later with palpitations. The patient was noticed to have tachycardia and prolonged hv time (his bundle to the ventricle). Patient had a av block 1st degree. The patient did not have these symptoms prior to leaving the hospital post procedure. The intervention provided was systemically glucocorticoids due to myocardial edema (presumably) over 3 days. Patient fully recovered. Under this treatment the av block disappeared. The physician's opinion on the cause of the adverse event was patient condition. The suspected cause of the myocardial edema was due to rf-ablation of the slow pathway; maybe a side effect because of the near distance. The adverse event diagnosis was transient av block 1st degree.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).